Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a71400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a system error message (0x1775eca4) occurred when attempting to interrogate the pain stimulation implantable pulse generator (ipg) with a tablet. An error was also displayed on the patient handset when trying to connect to the implantable neur ostimulator, although the handset was not present at the time. The patient reported issues charging the implantable neurostimulator. Imaging was conducted and indicated that the leads had removed markedly from implant positioning, with one lead noted to be very lateral. The patient commented that they thought they heard one of their leads snap. The patient denied any falls or trauma. Troublesh ooting steps included reviewing attempts to have the patient charge the implantable neurostimulator and planning a follow-up meeting with all external equipment to further assess handset and recharging behavior. It was also reviewed to try resetting the implantable neurostimulator using the tablet in the future. It was unknown if there was any patient involvement or complications as a result of the event.

Event description:
Additional information was received from the manufacturer representative (rep). Patient only stated that she felt them move but did not report a fall. X-ray performed to confirm migration. Pt had a revision of leads and battery. The patient received new leads and a new battery.

Manufacturer narrative:
Continuation of d10: product ID a71400 product type software product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.